Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address pain. Doi: (B)(6) 2009; dor: (B)(6) 2013 (right hip). The devices associated with this report were not returned. Review of the device history records for the provided product/lot combinations did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible for the screw as the product and lot code required was not provided. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 8/27/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, loose stem, increased metal ions (confirmed by labs), and one posterior screw that was prominent. There was also metallosis around the prominent screw. The complaint was updated on:9/24/2015.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the provided product/lot combinations did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible for the screw as the product and lot code required was not provided. The patient is considered morbidly obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.